Event description:
It was reported that after the final abutment fractured the oral surgeon was unable to seat a healing unknown biomet encode 5 x 6 x 4mm abutment. Tooth #19. They believe fractured abutments prongs may still be in the implant and the implants' internal threads may have gotten damaged as well. They will remove and replace the implant after they receive the replacement. Tooth #19.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) certainâ® bellatekâ® encodeâ® healing abutment 5mm(d) x 6mm(p) x 4mm(h) (ieha564) & one (1) osseotiteâ® tapered certainâ® prevailâ® implant 6/5 x 11.5 mm (xiitp6511) were returned for investigation. Visual evaluation of the as returned product identified damage threads inside the implant. Screw doesn't engage inside. Functional testing to recreate the reported event identified no damage/malfunction to the abutment. Seats with in-house implant (does not seat with reported implant due to internal thread damage) abutment has been identified as an ieha564. No pre-existing condition was noted, and no per form was provided. Bone density type is unknown. The reported devices were located on tooth # 19 (universal) and the implant, was used for approximately 5 years. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product (ieha564 & xiitp6511) are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (ieha564 & xiitp6511) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, implant malfunction did occur and the reported event damaged threads was confirmed. Additionally, device malfunction for the ieha564 has not occurred and the reported does not seat, was unconfirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: g6: checked "follow-up".